Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing of noise. The right ventricular (rv) lead triggered a lead integrity alert (lia) for impedance variation and a high number of sensing integrity counter (sic) episodes. The lead had a pacing impedance out of range warning. The lead also exhibited unstable thresholds. The lead detection was programmed off. The lead was capped and a new lead was implanted. No further patient complications have been reported as a result of this event.